Manufacturer narrative:
Cmp-(B)(4). Concomitant products: m2a magnum pf cup 56mm o.d. X 50mm i.d. 139252 500550 m2a magnum tpr adpr ti dia42-5 0/-6mmt1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03090.

Event description:
It was reported patient¿s right hip was revised 10 years post-implantation due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised 10 years post-implantation due to pain, and elevated metal ion levels. During the procedure it was noted that there was some metal staining on the tissues, as well as significant amount of chronic inflammation. The socket was proud, sticking out approximately 2 mm. It was also noted that the head was impinging on the tissues anteriorly and the head was cold welded onto the trunnion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 139252 500550 m2a magnum tpr adpr ti dia42-5 0/-6mmt1 (lot number update). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. A summary of the investigation has been sent to the complaintant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.